Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device and led a photographic evaluation of one device. A visual inspection of the returned photo noted: a handle was visible in the received photograph. The handle was powered on and the display showed the power handle error graphic. The returned device was placed on a charger for sufficient amount of time to download the handle logs. Analysis of system logs shows multiple evidence of fpga reset/reprogram failures. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a software error was identified during product analysis. The root cause of the observed condition was determined to be a result of a software error. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. During initialization motor test is performed. If motors test fails, it results in power pack error as per srs 012. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, after removing the demo handle from the charger, the power handle displayed a graphic error wherein the handle had a red circle with a red line across the icon and a yellow triangle above it with an exclamation point. There was no patient involvement.